Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent exploratory laparotomy with extensive lysis of adhesions; abdominal sacral colposuspension; halban enterocele repair; cystourethroscopy; distal posterior colporrhaphy with perineorrhaphy. It was reported that following insertion the patient experienced ¿chronic pelvic and vaginal area pain, severe pain during intercourse; numerous urinary and vaginal infections; urinary incontinence; retention and leakage; abnormal vaginal bleeding; abnormal vaginal discharge with odor; blood in urine; abnormal bowel movements; rectal bleeding; lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs; physical pain and discomfort; suffered psychologically and emotionally. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, fistulae, and dyspareunia. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted with concurrent exploratory laparotomy with extensive lysis of adhesions, abdominal sacral colposuspension, halban enterocele repair, cystourethroscopy and distal posterior colporrhaphy with perineorrhaphy. Additionally, on (B)(6) 2009, mesh was implanted due to vaginal vault prolapse, enterocele, stress urinary incontinence and rectocele. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was further reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, severe pain during intercourse; numerous urinary and vaginal infections; urinary incontinence; retention and leakage; abnormal vaginal bleeding; abnormal vaginal discharge with odor; blood in urine; abnormal bowel movements; rectal bleeding; lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs; physical pain and discomfort; suffered psychologically and emotionally. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/23/2016.